Event description:
A nurse reported when the auto gas fill syringe is attached to the machine it lights up green appearing to be correct but if the "clicks" are not heard it is not connected correctly. Instead of the system displaying a message that the syringe isn't attached correctly, a message displays stating the gas isn't on or is empty. There was no pt impact reported. Add'l info was rec'd from a manager stating she feels they may not be securing the syringe until the click is heard therefore causing the problem.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).